Event description:
Consumer complaint of only half of the digits appear on the screen. Verified that display was only showing partial characters. Last 5 tests in memory all were "lo". No adverse event reported.

Manufacturer narrative:
Product evaluation showed foreign material on strip connector. (B)(4).